Event description:
It was reported that while inserting/manipulating the device, the device broke and became lodged in the femoral canal. Initially, the surgeon advanced the device into the femoral canal until he met resistance and slap the device with a hammer to advance the device deeper in the canal. The device broke and required an additional incision to remove. According to the information provided, it required the surgeon an additional 2-3 hours to safely remove the device. The surgery was completed with no further reported incident(s).